Event description:
It was reported during a portico valve tavr procedure, a "safari" guidewire was used in the procedure with the flexnav delivery system. During the procedure, at the time the portico valve was released for placement the device was reported to have been implanted at a 3mm depth and then the guidewire was reported to be "trapped," (kinked) in the delivery system. The portico valve "dove" into the left ventricle (video in attached). The user determined the valve was to low presenting with aortic insufficiency reporting the final depth of 2mm. The portico valve was snared into a higher position and a "non-abbott" device was implanted. The patient remained stable throughout the procedure and has been discharged. No additional information has been provided. Manufacturer report number: 3007113487-2021-00091.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
An event of valve migration and aortic insufficiency was reported. One fluoroscopy video was received which appeared to show valve migration upon deployment. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the portico tavi valve instructions for use, artmt600115937 revision a "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage"